Event description:
It was reported that at 1612 a lasix infusion was programmed to infuse at 40mg/hr, (4ml/hr), but had infused nearly 50ml by 1935. The nurse reported at shift handoff that the patient 's systolic blood pressure had been running in the 80's. The customer states that there was no patient harm and no medical impact on the patient "per cardiology". However, the patient required additional monitoring including placement of an external urinary device for intake and output, two lab draws for magnesium, basic metabolic panel, and egfr and potassium supplementation; 80meq orally and 30meq IV. The attending physician notes that given the patient's underlying condition, the lab draws and medication may have been necessary regardless of this event.

Manufacturer narrative:
The customer¿s experience that medication lasix over infused was not confirmed or replicated. No programming errors were found during the log review. The pcu event log identified an infusion programmed of lasix medication began on pump module s/n:(B)(4) to infuse at a rate of 4ml/hr and a vtbi of 30ml on the day of event. After several alarms the device was channeled off by user. Total volume infused 1.821ml. Pump module s/n:(B)(4) was selected and an infusion of lasix was programmed to infuse at the same rate of 4ml/hr and vtbi of 15ml which was later changed to 10ml. The infusion completed and went to kvo. The device was then channeled off by user; total volume infused 10.629ml. Functional testing performed on the returned pump modules found both devices delivering fluid within specification. Inspection of the source pump modules found no irregularities. The customer¿s returned primary sets were measured for concentricity / dimensional analysis and was found to be within specifications. The device was being used for treatment. Two of the customer-provided lvps were shown to have been infusing the reported medication on the same day, though at separate points in time. The investigation did not confirm any malfunctions occurring with either lvp. The root cause of the customer¿s complaint that lasix over infusion occurred was not identified.

Manufacturer narrative:
Incomplete dob-(B)(6). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that at 1612 a lasix infusion was programmed to infuse at 40mg/hr, (4ml/hr), but had infused nearly 50ml by 1935. The nurse reported at shift handoff that the patient 's systolic blood pressure had been running in the 80's. The customer states that there was no patient harm and no medical impact on the patient "per cardiology". However, the patient required additional monitoring including placement of an external urinary device for intake and output, two lab draws for magnesium, basic metabolic panel, and egfr and potassium supplementation; 80meq orally and 30meq IV. The attending physician notes that given the patient's underlying condition, the lab draws and medication may have been necessary regardless of this event.